Event description:
Event description guidant received information that the patient with this device and ventricular lead experienced syncope. The pacemaker was included in the insignia microcrystal failure mode 2 population. The physician suspected an intermittent device issue as the device had not reached the elective replacement indicator. During the replacement procedure, it was noted that the ventricular lead had a crack; however, lead testing was normal. The physician elected to replace the device and the ventricular lead. The device was returned for analysis.